Event description:
This unsolicited device case from (B)(6) was received on 25-apr-2016 from a physician. This case concerns a (B)(6) years old male patient who started treatment with synvisc one and later experienced fever symptoms of 38.5 degree celsius, hands tremor and unspecified knee pain. Patient's medical history included left tibial shaft fracture and valgus gonarthrosis on left knee. The patient was being treated with synvisc one every year since 2014. It was reported that the patient was previously healthy. No concomitant medication or concurrent condition was provided. On (B)(6)-2016, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml, once (batch/lot number and expiration date: not provided) for valgus gonarthrosis. It was reported that six hours after the application, the patient began with fever symptoms of 38.5 degrees c (normal range: not provided), intense pain on an unspecified knee and hands tremor (all with severe intensity). On (B)(6)-2016, the patient had to be hospitalized for these reasons. The patient's physician prescribed 1 oral tablet of acetylsalicylic acid (aspirin), 1 oral tablet of diclofenac and local cold applications as corrective treatment. The patient recovered from all adverse events on (B)(6)-2016 and was discharged from the hospital. Corrective treatment: acetylsalicylic acid, diclofenac and local cold applications for unspecified knee pain and fever symptoms of 38.5 degree celsius; no treatment was provided for hands tremor. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation for all the events additional information was received on 02-may-2016 from physician. Medical history was added. Indication of synvisc one was updated from unspecified injury on right knee to valgus gonarthrosis. Outcome of all events was updated from unknown to recovered and recovery date was added. Hospitalization stop date was added. Corrective treatment for unspecified knee pain and fever symptoms of 38.5 degree celsius was added and treatment for hands tremor was updated from unknown to no treatment provided. Ptc number was added. Clinical course was updated and text was amended accordingly. Additional information was received on 09-may-2016. The ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 2-may-2016 and 9-may-2016: the follow up information does not change the complete case assessment. Sanofi company comment dated 27-apr-2016: this case concerns a (B)(6) year old male patient who received synvisc one injection for unspecified injury in right knee and was later hospitalized due to fever, tremors of hand and knee pain. Since, events occurred in close proximity with suspect product administration (after 6 hours), significant temporal relationship can be established and causal role of suspect cannot be precluded in occurrence of the events. However, the event of fever and tremors have been assessed as not related to the suspect product, as it is highly unlikely for these events to have occurred due to the product. Furthermore, complete medical assessment of the case is difficult as relevant information is missing, such as the patient's past medical history, concurrent conditions, concomitant medications and history of allergy.

Event description:
This unsolicited device case from (B)(6) was received on 25-apr-2016 from a physician. This case concerns a (B)(6) male patient who started treatment with synvisc one and later experienced fever symptoms of 38.5 degree celsius, hands tremor and unspecified knee pain. The patient was being treated with synvisc one every year since 2014. No medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) for unspecified injury on right knee. It was reported that six hours after the application, the patient began with fever symptoms of 38.5°c intense pain on an unspecified knee and hands tremor (all with severe intensity). On (B)(6)2016, the patient had to be hospitalized for this reasons. It was reported that the patient was still hospitalized and the outcome was unknown for rest of the events. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same seriousness criteria: hospitalization or prolongation for all the events. Pharmacovigilance comment: sanofi company comment dated 27-apr-2016: this case concerns a (B)(6) male patient who received synvisc one injection for unspecified injury in right knee and was later hospitalized due to fever, tremors of hand and knee pain. Since, events occurred in close proximity with suspect product administration (after 6 hours), significant temporal relationship can be established and causal role of suspect cannot be precluded in occurrence of the events. However, the event of fever and tremors have been assessed as not related to the suspect product, as it is highly unlikely for these events to have occurred due to the product. Furthermore, complete medical assessment of the case is difficult as relevant information is missing, such as the patient's past medical history, concurrent conditions, concomitant medications and history of allergy.

Event description:
This unsolicited device case from (B)(6) was received on 25-apr-2016 from a physician. This case concerns a (B)(6) years old male patient who started treatment with synvisc one and later experienced fever symptoms of 38.5 degree celsius, hands tremor and unspecified knee pain. Patient's medical history included left tibial shaft fracture and valgus gonarthrosis on left knee. The patient was being treated with synvisc one every year since 2014. It was reported that the patient was previously healthy. No concomitant medication or concurrent condition was provided. On (B)(6)-2016, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml, once (batch/lot number and expiration date: not provided) for valgus gonarthrosis. It was reported that six hours after the application, the patient began with fever symptoms of 38.5 degrees c (normal range: not provided), intense pain on an unspecified knee and hands tremor (all with severe intensity). On (B)(6)-2016, the patient had to be hospitalized for these reasons. The patient's physician prescribed 1 oral tablet of acetylsalicylic acid (aspirin), 1 oral tablet of diclofenac and local cold applications as corrective treatment. The patient recovered from all adverse events on (B)(6)-2016 and was discharged from the hospital. Corrective treatment: acetylsalicylic acid, diclofenac and local cold applications for unspecified knee pain and fever symptoms of 38.5 degree celsius; no treatment was provided for hands tremor. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). Seriousness criteria: hospitalization or prolongation for all the events additional information was received on 02-may-2016 from physician. Medical history was added. Indication of synvisc one was updated from unspecified injury on right knee to valgus gonarthrosis. Outcome of all events was updated from unknown to recovered and recovery date was added. Hospitalization stop date was added. Corrective treatment for unspecified knee pain and fever symptoms of 38.5 degree celsius was added and treatment for hands tremor was updated from unknown to no treatment provided. Ptc number was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 2-may-2016: the follow up information does not change the complete case assessment. Sanofi company comment dated 27-apr-2016: this case concerns a (B)(6) year old male patient who received synvisc one injection for unspecified injury in right knee and was later hospitalized due to fever, tremors of hand and knee pain. Since, events occurred in close proximity with suspect product administration (after 6 hours), significant temporal relationship can be established and causal role of suspect cannot be precluded in occurrence of the events. However, the event of fever and tremors have been assessed as not related to the suspect product, as it is highly unlikely for these events to have occurred due to the product. Furthermore, complete medical assessment of the case is difficult as relevant information is missing, such as the patient's past medical history, concurrent conditions, concomitant medications and history of allergy.